Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a dislocation, pain and a fractured implant.

Manufacturer narrative:
No devices were returned for review. A photograph was provided which confirms that the rim of the liner is fractured. No further evaluation can be done using the photograph since the photograph is not clear. Letter from the patient states that the patient started experiencing pain 2 years after the primary surgery. It was noted in the letter that the patient dislocated 3 times because of a break in the originally installed zimmer socket and the patient¿s first dislocation was noted when he fell running a sweeper. Review of the revision surgery notes confirms that the patient underwent revision of polyethylene acetabular liner and femoral ball due to recurrent dislocations. It was also noted in the revision notes that the lip of the liner was fractured and the hip could easily dislocate through that point. Adherence to rehabilitation protocol is unknown. Based on the information provided, the recurrent dislocations were most likely due to the broken liner. As to what caused the liner to fracture cannot be determined with certainty.